Event description:
Caller reported discrepant blood glucose results between inform system 1 and inform system 2 within 10 minutes. 4:16 pm 237 mg/dl inform system 1, 4:16 pm 229 mg/dl inform system 2, 4:13 pm 115 mg/dl inform system 1, 4:13 pm 129 mg/dl inform system 2, 4:10 pm 105 mg/dl inform system 1, 4:10 pm 107 mg/dl inform system 2, 4:07 pm 182 mg/dl inform system 1, 4:07 pm 189 mg/dl inform system 2, 4:04 pm 144 mg/dl inform system 1, 4:04 pm 116 mg/dl inform system 2. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6) is for inform system 1, (B)(6) is for inform system 2. Strips not available for return.